Manufacturer narrative:
(B)(4). The reported noise was confirmed in the laboratory and was due to a lead anomaly. The device was tested on the bench and no anomaly was found. (B)(4).

Event description:
It was reported that noise resulting in syncopal events for the patient was observed. Due to uncertainty of noise coming from the lead or the device the physician elected to replace the device as well. The device was explanted and replaced. Patient is in good condition.